Event description:
The customer contact reported that the "pump does not provide any alarms anymore." There were no reports of any adverse patient events while the device was in clinical use. Multiple unsuccessful attempts have been made to obtain additional information.

Manufacturer narrative:
The device was received. Investigation is not complete.